Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a pentaray nav high-density mapping eco catheter where clotting of the catheter occurred. There was no report of intervention, patient consequence, nor extended hospitalization. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav eco. No clot was observed. Irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. A manufacturing record evaluation was performed for the finished device 30446493l number, and no internal action related to the complaint was found during the review. The investigation to determine the root cause for irrigation tube folded will be continue through an internal action. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent cardiac ablation procedure with a pentaray nav high-density mapping eco catheter where clotting of the catheter occurred. There was no report of intervention, patient consequence, nor extended hospitalization. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30446493l number, and no internal actions related to the complaint was found during the review. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a pentaray nav high-density mapping eco catheter where clotting of the catheter occurred. There was no report of intervention, patient consequence, nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Occlusion or lack of irrigation is not MDR-reportable. However, clotting of the catheter is MDR-reportable.